Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.

Event description:
On (B)(6) 2013, the patient reported that his insertion device would sometimes shoot the infusion set across the room without him pushing the release button. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The insertion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.